Event description:
During ptca procedure, the inflation device failed to register the pressure applied, and the ptca balloon burst, causing the dissection of the patient's coronary artery. The patient survived following the repair of the dissected coronary artery with the insertion of two stents. The inflation device will be returned for evaluation.